Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the battery would not stay connected during a total knee procedure. The account did not have a back up on hand to complete the procedure using navigation technology. The procedure was successfully completed without navigation. There was a 45 min delay in the procedure, leading to the administration of additional anesthesia.